Manufacturer narrative:
Only the valve was returned. The returned valve was patent. It met the requirements for reflux, pressure-flow, and pre-implantation testing. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. There was proteinaceous debris observed within the exterior and interior of the valve. Debris within the valve may interfere with the adjustment mechanism resulting in difficulty adjusting the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the valve did not meet the requirements for leak testing due to multiple tears in the top of the reservoir. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that handling or the use of instruments when implanting these products may result in the cutting, slitting, crushing, or breaking of components. The IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2015. According to the report the valve was stuck and did not function well. It was reported the valve was explanted on (B)(6) 2015. Reportedly, there was no injury to the patient.